Event description:
The manufacturer received information alleging a trilogy evo powers off by itself. There was no harm or injury reported. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a trilogy evo powers off by itself. There was no harm or injury reported. The device was not in patient use. The device was returned to a third-party service center for evaluation. The device was found to function as designed. The customer had not attached the device to any power source and the batteries were never charged. The power supply was checked and no malfunction noted. The device was charged and operated as designed.